Manufacturer narrative:
The involved cartridge was not returned for evaluation. A review of the device history record (DHR) was conducted which confirmed that the product met all quality criteria and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include allergic reaction as a potential risk associated with dialysis therapy and also include warnings to monitor for potential allergic reactions. Biocompatability has been established. This report and the information contained herein is submitted to the applicable competent authority under medical device directive 93/42/eec and represents the information available to the company at the time of the report.

Event description:
A report was received on 20 may 2019 from the home therapy nurse (htn) regarding a (B)(6) female with multiple comorbidities and a medical history significant for hypersensitivity type reactions during hemodialysis therapy who became symptomatic during a standard home hemodialysis treatment on (B)(6) 2019. Symptoms included decreased oxygen saturation with cyanosis evident in the fingernails, a decrease in blood pressure, flushed skin and nausea which resolved after approximately an hour with administration of nasal oxygen. No other treatment was required and the htn stated the patient has transitioned to a dialyzer from a different manufacturer with no further symptoms reported.